Event description:
It was reported, the video system, had a touch panel not functioning. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the issue occurred during a diagnostic cystoscopy. There was a 5-minute delay, and the patient was under anesthesia. The intended procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5, d9, h3, h4, h6, h10. Corrected field: e1 (telephone number) h6. (Added component code from the customer`s complaint) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. Based on the results of the investigation, inspection and testing was unable to confirm the customer`s complaint; therefore, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.